Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, gel leak) was confirmed due to the electrode belt ECG "c&d" cable being cut, damaging wires in the cable and causing broken wires between ECG ¿c&d¿. Upon further investigation, there was gel leaking from the front therapy electrode. The belt was unable to pass falloff testing. The root cause for the cut cables was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and gel leak (no alarm).